Event description:
When checking trach cuff prior to insertion, residue noted on cuff. Unclear if the residue was part of the trach materials versus dirt or other type of residue. Trach not used and taken out of rotation.